Event description:
The patient allegedly received the following results, with two different inform meters, within 10 minutes: 24 mg/dl (system 1) and 71 mg/dl (system 2). No adverse event reported. It is unknown if the same strip vial was used for both results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).